Event description:
During biomed testing when the device was powered up with battery power the device's system locked up. When the device was powered up with ac power and with battery installed, the device responded appropriately. There was no patient involvement in the reported malfunction.